Manufacturer narrative:
Findings: motor error alarmed during basic occlusion testing due to moisture on sensor resistor. Unable to test for prime test, occlusion test and excessive no delivery test due to motor error alarm. Motor was tested outside the device and passed. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.